Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 140-150mg/dl fasting. Verified the strips expire 11/22/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 72mg/dl and 82mg/dl not fasting. Reviewed meter memory: (B)(6). Customer called concerned their meter is registering low results because they performed a blood test at 5:00pm fasting (B)(6) 2016 and received a result of 84mg/dl the customer then ate a meal and a snack and retested their glucose at 5:45pm on (B)(6) 2016 and received a result of 72mg/dl.